Event description:
Staff noticed the tube feeding was not running, though it (the pump) was set on run and plugged in. Pt's blood sugar was tested and found to be 49. New equipment used, glucagon given and blood sugar was 47 ten minutes later.